Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, the batteries (B)(4) are available for evaluation, but have not been received by the manufacturer. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the performance of a battery. The devices related to the reported event were exchanged without incident and there was no reported patient injury. Two batteries were returned to heartware for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The battery ((B)(4)) passed visual examination and functional testing; the analyzed device performed per specification under testing conditions and could not duplicate the reported malfunction. The battery ((B)(4)) passed visual inspection but failed functional testing. The battery failed due to a high max error which is used to measure how precise the gas gage is in calculating the relative state of charge; this malfunction is not indicative of power switching and is considered an incidental finding. The reported event was confirmed via log analysis which revealed that both of the reported batteries were involved in a premature power switching event. While the exact cause of the reported event cannot be conclusively determined, controller log file data indicates that the most likely root cause of the event is a communication error between the controller and the connected battery. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary urgent medical device correction; communication was issued to the sites and patients within the united states on may 11, 2015. A urgent field safety notice was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Approximately eleven months post hvad implantation, it was reported that the patient experienced premature power switching from one port of the controller to the other. All the batteries were replaced and are being returned to heartware for evaluation. There was no reported patient injury as a result of this event. Investigation is ongoing.